Manufacturer narrative:
Device evaluation: product testing could not be performed as the product was not returned. The reported event could not be verified, and no product deficiency could be identified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that one additional complaint that is not related to this investigation was received for this production order. Conclusion: based on the investigation, no product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section d9: device available for evaluation: yes section d9: return to manufacturer: 7/19/2021 section h3: device evaluated by manufacturer: yes device evaluation: visual inspection under magnification revealed viscoelastic residue on the optic body and haptics and that the lens was received cut into pieces and haptics were detached. The complaint issue was confirmed; however, based on the return condition of the lens it cannot be confirmed to be related to manufacturing issue. Therefore, no product deficiency could be identified. Conclusion: as a result of the investigation, there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Weight and ethnicity: unknown, not provided. Implant date: if implanted, give date: not applicable, as lens was removed/replaced during the same procedure. Explant date: if explanted, give date: not applicable, as lens was removed/replaced during the same procedure. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zcb00 intraocular lens (iol) was removed and replaced in the same procedure due to lens arm (haptic) broke off. Sutures were required. No other medical or surgical intervention was required. No vitrectomy and no incision enlargement performed. No other information was provided.